Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and unable to reproduce the customer issue. All the amp boards were tested. The fse replaced the tarpon amp board at the fl2 position. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number (B)(4) for fc 500; recall number (B)(4) for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
The customer reported fl2 signal sensitivity decreased on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.